Event description:
It was reported post implant of an adjustable gastric band, the patient was suffering from severe dehydration. The patient was admitted into the hospital, treated and released. An endoscopy was performed and the band was eroding into the stomach. The band was removed with no complications. The patient never received a fill. The hospital kept the band and sent it to pathology.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.